Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked display window and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 122 mg/dl. The customer stated that there is crack on the reservoir compartment and reservoir not stay in or lock in pump. The customer stated that the device was not dropped or bumped not sure. The customer was unsure how the damage happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.